Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-02931. It was reported that patient lost effective therapy due to lead migration issue being observed. Patient denies any traumas or falls. The leads were revised on (B)(6) 2021 wherein the leads were repositioned to the top of the t7 position. Patient had effective therapy post procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.